Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-01293. It was reported that the patient's leads migrated. As a result, patient underwent surgical intervention wherein both the leads were explanted and replaced to address the issue. During the lead procedure, patient experienced a dural puncture (manufacturer report number 3006705815-2020-01295) while physician was placing the second lead, so the procedure was completed with only one lead. Effective therapy was restored postoperatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.